Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced intermittent oversensing and undersensing. It was further reported that the oversensing appears to be causing false tachycardia episodes. The icm remains in use. No patient complications have been reported as a result of this event.